Event description:
The device has been returned for analysis.

Event description:
Boston scientific received information that this patient was in the hospital for gastrointestinal issues. The patient's device was interrogated and found to be in storage mode. The device had not been interrogated since (B)(6) 2008. A review of the arrhythmia logbook showed that the patient had received anti-tachycardia pacing for what looked like atrial fibrillation. There were also diverted shocks which the detail showed were diverts from a charge timeout with a fault code. The patient was seen for a generator change out procedure where the device was explanted and replaced. There were no adverse patient effects reported. A request for the return of the device has been made.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
As of today, the device has not been returned for analysis. Should additional information become available, this report will be updated.